Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 12, with several occurrences on same pump. There was no adverse impact to the customer's blood glucose level. Customer was able to reset malfunction code, and technical support arranged pump replacement while addressing any additional questions in a related case.